Event description:
It was reported that after the generator change, there was a right ventricular (rv) lead integrity alert due to oversensing. A pocket revision done a few weeks later did not correct the issue. About a month later, the pace/sense portion of the defibrillator lead was capped and a pace/sense lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical product: 6940, implantable pacing lead, (B)(6) 1999. (B)(4).